Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the user facility that during an injection, the needle became detached from the syringe. No permanent adverse effects to patient reported.

Manufacturer narrative:
Thirteen hypodermic needles, without their original packaging, were returned for product investigation. Visual inspection of the devices observed that there were 2 fully assembled components and 9 components were returned without protective caps and with the cannula fully contained in the pro sheath. All returned products matched the description for product code 4658302 and exhibited no abnormalities or defects. Functional testing on the components was performed using water. During testing, no leakage was observed at the luer tapers within 30 seconds and no needle detachment was observed. The female luer tapers of the returned hypodermic needles were tested for loose connections between the cannula and the syringe. All component luers were within the tolerances of the gages. Smiths medical does not provide syringes as part of product code 4658302. The returned products were found to operate as intended. No evidence was found that suggested the reported event was related to intrinsic product issue.